Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6). Of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from january 31, 2020 - february 3, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that photograph showed evidence of the bladder rupture. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.